Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave catheter was selected for use. When inserting the farawave catheter inside a faradrive sheath, the physician saw a bubble of air on the catheter flush port. The entire catheter was re prepared, but the reported air was still visible. This catheter was not used during the procedure. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is not expected to be returned for analysis as it was discarded.